Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
The event date is approximate. The device model, catalog, lot and serial numbers or manufacturing numbers were not provided. Manufacture date not provided or identifiable.

Event description:
A consumer reported that their sonicare power toothbrush exploded, melted and caused fire. No injuries were reported.